Event description:
End-user reported that she developed redness within sore at the 6 o'clock to the 8 o'clock position to the peristomal skin, which started in early august upon discharge from the hospital.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. It is reported that end-user was wearing a hollister pouch at time event occurred. It is reported that end-user saw two ostomy nurses ((B)(6)) at the (B)(6) medical center who recommended kenalog spray to treat the effected site. It is unknown whether a follow-up visit has been scheduled. According to end-user skin care prep is as follows: currently uses a non-residue soap; kenalog spray; stomahesive powder and cavilon spray. It was suggested that end-user tried the following products: sur-fit natura durahesive skin barrier with pre-cut opening, convex it and white tape collar (overall dimension 4.5" x 4.5") stoma size: 1" (25mm) and a slim 2" eakin cohesive seals. Lastly, samples were sent to end-user. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow up report will be submitted.